Manufacturer narrative:
The complaint of the metal vent tube dropping metal shavings was not confirmed as the review of the returned bobbin vent tube, it was found there to be no metals shavings around the ourter diameter of the shaft. This part is manufactured in (B)(4) facility and packaged into the finished good at the (B)(4) facility. Current inventory within the four walls of each facility is being held and investigated. The complaint history report was reviewed and no trending was observed for this occurence. Failure mode has not occurred frequently enough to require corrective action. Further investigation is occuring to determine if further corrective action is required.

Event description:
It was reported that during a procedure the surgeon noticed the shavings from the machining process were about to fall off the vent tube. Nothing fell into the patient, and no injuries reported. Two devices were used in this case, see MFR report # 1037007-2015-00005 for first device.